Event description:
User received a high sodium result on one pt sample. The sample initially reported 217 mmol/l and repeated as 128 mmol/l. The sample was repeated on another analyzer and reported 128 mmol/l. The high result was not reported. The field service representative found the cause to be contamination in the incubation bath. He decontaminated the incubation back and performance tests were performed.